Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this pacing system experienced two syncopal episodes in the last two months. Noise was observed on the right ventricular lead causing pacing inhibition for greater than two seconds. There was concern of a device header seal plug issue. Two days later, the right ventricular lead was surgically abandoned and replaced.